Event description:
Pt was treated in 11/2003. The thermage was notified of event in 2004. At two months post treatment, the pt experienced waffling in the lateral forehead temple areas, both right and left. Follow-up in 06/04; the pt said that the waffling was getting better and has almost resolved in the temple area except for some remaining waffling just on the lateral side of each eyebrow. Most current follow-up in 09/04; the waffling, according to the doctor, has been improving each month without any intervention.